Event description:
Boston scientific received information that this system was exhibiting shocking impedance measurements greater than 200 ohms. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant reviewed the data from the remote monitoring system and saw increase on all measurements in trends. This was the first out of range shocking impedance measurements which had increased from 60-70 ohms. The consultant suggested that the patient perform a patient initiated interrogation (pii) from the remove monitoring system to see if this is a one time occurrence. No other adverse events have been reported and efforts to obtain additional product issue details were unsuccessful. This product issue will be updated if additional information is received.